Event description:
A hospital in (B)(6) reported through our distributor that an rt021 catheter mount split during use and caused the ventilator to sound. There was no patient consequence.

Manufacturer narrative:
(B)(4). The product is also sold in the USA but has no 510(k) as this device is classified under class 1. Method: the returned rt021 catheter mount was visually inspected. Results: an 18mm long cut was found in the cuff of the tube. A lot check revealed no other complaints for this device. Conclusion: as this is the only report of this type that we have received, we are unable to determine whether the damage occurred while in use or during transport. All rt021 catheter mounts are visually inspected and pressure tested during production. Any device that fails either the visual inspection or pressure test is discarded. The rt021 user instructions state the following: check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.